Manufacturer narrative:
Since there was no sample returned for evaluation and the lot number was not known/reported, an investigation cannot be performed or a definitive conclusion determined. Via a follow up with the hospital on (B)(6) 2015 the reporter stated the pt was discharged.

Event description:
A nasogastric tube was inserted on (B)(6) 2015. On (B)(6) 2015 an x-ray was done showing 3-4 inches of the tube had separated. As of (B)(6) 2015 the separated piece of the tube was not passed.